Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of back spasms. Nerve stimulation and the aai pacing resulted in chest muscle stimulation. Chest x-ray showed the right atrial (ra) lead high in superior vena cava, it had dislodged. The lead was reprogrammed, turned off. Two days later the ra lead was removed and replaced. No further patient complications have been reported as a result of this event.